Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that there was a hole near the information label of the device pouch. The complaint was likely caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was unpacked during an inventory on an unknown date. According to the complainant, during unpacking, the device packaging was noted to be torn, and the sterilization was compromised. The outer packaging had no issues noted. Reportedly, this device was not used in the patient or procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI = (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was unpacked during an inventory on an unknown date. According to the complainant, during unpacking, the device packaging was noted to be torn, and the sterilization was compromised. The outer packaging had no issues noted. Reportedly, this device was not used in the patient or procedure.